Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient needed to have an MRI of the head/ neck. It was not determined if this was related to the device or therapy. It was noted that back in (B)(6) the patient stopped being able to walk. They could not stand or walk because their legs were weak. The consumer thought the patient had peripheral neuropathy, but they determined the patient did not actually have that. These symptoms came on suddenly in a period of ten days. The patient was having an MRI to evaluate these symptoms. The patient had a plethora of previous tests performed in an attempt to find the cause including emgs with varying results, a CT myelogram which "knocked out" the patient's thyroid and caused hyperthyroid, a sset, and physical therapy. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.